Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (clogged instrument channel) was confirmed. The foreign material could not be removed from the instrument channel. Hence, the foreign material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign matter derived from previous procedure before reprocessing. However, a definitive root cause could not be determined. In addition, service found angulation on left side was heavy, the bending angle in all directions was out of specification, the protector was damaged, the light guide tube was wrinkled, and the switch button #1, and the switch button #2 was swollen. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the instrument channel was clogged with foreign material. The reported issue occurred during reprocessing of the subject device, after a procedure. The customer was able to reprocess the subject device correctly, however, it was not possible to remove the foreign material. There was no patient/user harm or injury reported due to the event.